Event description:
It was reported that during a lap. Gastric bypass, the shear stopped functioning. Error code stated instrument malfunction. No reported patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that the device was returned with the distal tip of the blade broken off and missing. The device functioned in air while being activated. However, the device did not cut due to the condition of the blade. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade lockout later in the procedure. Therefore, the instructional insert warns: "avoid accidental contact with other instruments during use."